Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer stated that the customer resolved the issue by clearing the obstruction located at the back of the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.